Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer requested for insulin pump to be replaced due to unexplained high blood glucose. Customer's blood glucose was 400 mg/dl. Insulin pump would need to be replaced per healthcare professional.